Event description:
It was reported that the patient's lead had migrated a few months prior to the report or the previous (B)(6), the information was not clear as to the time frame. It was noted that the lead migrated because the patient does a lot of gardening. It was noted that the migration was mentioned after it was stated that when the patient was "lying right" she feels it in the opposite side. It was unclear if this was related to the migration. It was later reported that nothing else was needed.

Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 37754, serial# (B)(4). Product type: recharger: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).